Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was concerned that he accidently reprogrammed his device with a magnet. He is feeling "short of breath". The device remains in place. No patient complications have been reported as a result of this event.